Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the provided photo identified the impactor pad has fractured. However, due to the biologic debris and as the product has not returned, further analysis could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: australia h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned.

Event description:
It was reported the impactor head fractured in half while the glenosphere was being impacted. There was no reported adverse event as a result of the malfunction. Attempts have been made and there is no further information at this time.